Event description:
It was observed that during the device evaluation, the colonovideoscope had the light guide lens cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: control knob came off; control knob movement had play distal end plastic cover had a dent; lens guide lens had a crack; bending section cover or distal sheath rubber had a crack; labels recommended to be replaced; light guide tube was buckled and scope connection had dents. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress being applied to the distal end of the device. The user can detect the suggested event by handling device in accordance with the following instructions for use (IFU): ·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The user may prevent the suggested event by handling device in accordance with the following IFU: operation manual_ important information ¿ please read before use_ warnings and cautions. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.